Event description:
It was reported that the 6800 system has intermittent bootup and lockup issues. There was not report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Replaced the hard drive and reloaded the system software. The system was tested and found to be working as intended and placed back into service.